Event description:
The reporter was using dexcom g7, he states that the device is inaccurate and sometimes stopped working. He has had 6 sensor failures in the last month and got replaced every time. He stated that the device failed in the middle of the night and his partner woke him up because of the alarms. When he checked the readings, it was 116 on dexcom, however the reporter stated that the finger stick reading was 56 mg/dl. He was feeling sick and dizziness, he ate candy and it took 15 mins to get back to normal readings. This was the second time that something like this happened. The reading was 52 but the fingerstick was 145. The reporter stated that he could go into coma or even die if this keeps happening. Pt codes: 2194, 1912. Device codes: 1535, 4019. Ref reports: mw5178915, mw5178916, mw5178917, mw5178918, mw5178919.